Event description:
It was reported that a system error 2240 occurred on a homechoice device during drain four of five in peritoneal dialysis therapy. The home patient was connected. The home patient disconnected during dwell and did not press stop. The technical service representative explained the alarm and assisted the home patient to cycle the power to clear the alarm and retrieve the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.